Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip cable at the distal end. The reported issue with the instrument could not be replicated nor confirmed. The instrument had no breakage or damage found to the conductor wire. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. Additional observation not reported by site: the instrument was found have a frayed grip cable at the distal end.

Event description:
It was reported that prior to the start of a da vinci-assisted distal gastrectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken black conductor wire. A backup same dv instrument was used for the procedure. The procedure was completing as planned with no reported injury.